Manufacturer narrative:
Type of investigation not yet determined: additional information is being requested in regards to whether or not the customer has requested for getinge to service the iabp unit involved. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during use the cs300 intra aortic balloon pump (iabp) displayed some leaking. In addition, it was also reported that this event occurred previously. There was no patient harm or injury reported.

Event description:
It was reported that during use the cs300 intra aortic balloon pump (iabp) displayed some leaking. Later it was clarified that the iabp had a gas leak. In addition, it was also reported that this event occurred previously. There was no patient harm or injury reported.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d10(device avail for eval), g4, g7, h2, h3, h6(investigation type & component codes), h10. Testing of actual/suspected device (10/3233) a getinge field service engineer (fse) evaluated the iabp unit and found values close to 3 at the drive manifold. The fse ordered the crm, and a drive manifold and returned at a later date and replaced the crm sn and the drive parts, the values for both leak tests were close to 0. The fse performed preventive maintenance according to the service manual. The unit tested and is now working ok. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use the cs300 intra aortic balloon pump (iabp) displayed some leaking. Later it was clarified that the iabp had a gas leak. In addition, it was also reported that this event occurred previously.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and found values ¿¿close to 3 at the drive manifold. The fse replaced the safety disk (0997-00-0985-04), crm, and the drive manifold (0104-00-0018). The values ¿¿for both leak tests were close to 0. The fse performed preventive maintenance with all safety and functional checks to factory specifications. The unit was tested and working properly. The iabp was then returned to the customer and cleared for clinical use.